Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported multiple cartridge alarms, cartridge alarm 30 and 31, occurred during the load sequence. The customer reverted to an alternate method of insulin therapy. No impact to the customer¿s blood glucose.